Event description:
Pt had left breast cancer in 1977 with a left breast silicone implant in 1978. Now has malposition and encapsulation of implant. Pt had a left breast capsulectomy with implant replacement with saline implant. Capsule showed dense fibrosis with chronic inflammation and pseudosynovial lining and foreign body reaction consistent with silicone reaction.